Event description:
Patient became agitated and the ventilator started alarming "no ventilation". Circuit was checked. Patient was placed back on the ventilator and ventilator continued to alarm "no ventilation".